Event description:
The recipient is reportedly experiencing non-auditory sensations with device use. The recipient has discontinued use of the device. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as a slice at the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The reported complaint of sound quality issues and non-auditory sensations could not be verified during this analysis. The device passed the electrical tests performed. However, the device failed the dye penetrant test, even though the residual gas analysis results were within our strict specifications. Based on this, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.